Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that she experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent excision of mesh on (B)(6) 2012.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation due to stress urinary incontinence. The patient experienced pain, erosion, extrusion, dyspareunia, vaginal scarring, and urinary problems. It was reported that patient underwent excision of mesh on (B)(6) 2012.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat anal incontinence, stress urinary incontinence, and cystocele and mesh was implanted along with the concurrent procedures of anal sphincteroplasty, rigid proctosigmoidoscopy, and cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary.

Event description:
It was reported that following insertion the patient experienced urinary.